Event description:
During a coronary drug eluting stenting treatment procedure that stent damage occurred. The physician was treating a calcified lesion using a 2.75x32mm taxus liaberte drug eluting stent. The stent was unable to pass the calcified lesion and, upon retrieval of the stent, it was noticed that there was damage in the proximal portion of the stent. There were no patient complications reported as caused by this event. This product is only ous approved but it is similar to a marked us device.